Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the duodenovideoscope had difficulties in inserting the forceps and stent. The event occurred during endoscopic retrograde cholangiopancreatography therapeutic procedure. The intended procedure was completed with a similar device. There were no reports of patient harm.